Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer obtained false positive of troponin on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record or retention samples could not be conducted. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-unknown troponin) via clinical testing because the lot number is unknown. Additionally, no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer obtained false positive of troponin on unspecified number of tubes. There was no health impact or consequence reported.